Event description:
User facility mandatory medwatch received that stated: "chemotherapy began leaking thru IV tubing filter, spilling etopsemide onto pt's clothing and skin. Note: tubing had chemotherapy within and cannot be returned to manufacturer." Upon further query, the following info was provided that indicated a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of etopsemide. After an unspecified length of time in use, the tubing leaked at the filter. The spill was cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Attachment: user facility mandatory medwatch report number was received on 04/08/2009. Due to hazardous contamination, the device will not be returned for investigation.